Event description:
It was reported that tha was done with trident ha shell and x3 liner and stem. The shell was dislocated in about one year after tha. Therefore, all devices were removed and revision surgery was done. The removed polyethylene liner was yellowish discolored. Update dec 17, 2018- cause of revision shell was dislocated (malposition).

Manufacturer narrative:
An event regarding loosening involving a trident shell was reported. Based on the provided information the product reported in this investigation did not contribute to the event. There is no allegation of failure against the device. The event reported that the shell had become loose from the acetabulum, the trident liner does not interface with bone. Visual inspection: the liner was returned locked into the shell. It presents with no scratches/indentations however there is some yellow discoloration in and around the head bearing surface- this is consistent with the absorption of synovial fluid by the device. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that tha was done with trident ha shell and x3 liner and stem. The shell was dislocated in about one year after tha. Therefore, all devices were removed and revision surgery was done. The removed polyethylene liner was yellowish discolored. Update dec 17, 2018- cause of revision shell was dislocated (malposition).